Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed self-tests, alongside random manual power ons, up to the (B)(6) 2014. The device records a temperature below the recommended standby temperature. The device failed a self-test due to a low battery between (B)(6) 2014. The device records manual power ups some of 10 minutes duration between the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The manual power ups may indicate the device was switching on automatically and the user was intervening by turning the device off via the on/off button than by pulling the pad-pak. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in usage of device of this report.